Event description:
It was reported that during foramen intervertebral endoscopic surgery, a bevel 45 icw wand had ablation and coagulation failures when use. A backup was available and a delay greater than 30 minutes was reported with no other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. Customer submitted images show two wands and their packages. Visual inspection under magnification shows minimal erosion on the electrodes. There are bent pins observed inside the connector. The device could not be connected to a controller due to damaged pins. The complaint was not confirmed. Factors that could have contributed to the reported event include: there may have been an issue with another device used as part of the system. Not sufficient saline in order to facilitate the formation of plasma, the device becoming unplugged from the controller, or there was a source power interruption with the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.